Manufacturer narrative:
(B) (4). (B) (4). The iol was received and the diopter measured correct as labeled, 19.5 diopters. The device met all specifications prior to market release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 3 weeks post operative due to the improper iol power implanted.